Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model.

Event description:
It was reported that device had premature battery depletion and no output. The device was unable to be interrogated and was replaced. No patient complications have been reported as a result of this event.